Event description:
It was reported that there was an issue with the time settings on a pump, which had been updated by the caller. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support advised the caller to monitor the situation and follow up if the time discrepancy greater than five minutes recurred, which the caller understood and acknowledged.